Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was alleged that the infusion tubing would not connect to the headset of the infusion set. The patient alleged the infusion tubing was defective. No adverse event reported. The infusion set lot number was not provided. Return of the suspect device was requested for evaluation.